Event description:
It was reported through the results of a clinical trial that five months and four days post an index procedure using a drug coated balloon catheter, the subject developed an adverse event of increased bleeding in the fistula. Reportedly, the adverse event results in av access circuit re-intervention and the adverse event relationship details were not provided. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: b5. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that five months and fourteen days post an index procedure using a drug coated balloon catheter in the left forearm cephalic vein stenosis, the subject developed an adverse event of stenosis in the cephalic and brachial vein. It was further reported that the adverse event was possibly related to study device, definitely related to av access circuit and not related to study procedure. Reportedly, the subject underwent av access circuit re-intervention on the new lesion on cephalic vein with initial stenosis of hundred percent and final residual stenosis of thirty percent. A standard percutaneous transluminal angioplasty and bare metal stent was used in re-intervention and the re-intervention was successful. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that five months and four days post an index procedure using a drug coated balloon catheter, the subject developed an adverse event of increased bleeding in the fistula. It was further reported that the adverse event was not related to device and procedure but definitely related to arteriovenous access circuit and resulted in arteriovenous access circuit re-intervention. Reportedly, the subject underwent arteriovenous access circuit re-intervention in the target lesion cephalic vein with initial stenosis of hundred percent and final residual stenosis of thirty percent. The re-intervention was successful, and no new access was created. The current status of the patient was unknown.